Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during investigation, the pump was powered up to a dim/fading (pink) display. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.